Event description:
Notified by biomet questions failed, defective acetabular liner with total left hip revision. Revision of left total hip after history of 1 month pain unable to walk, surgery acetabular liner in 4 fragments excessive fluid collection secondary reaction to failed prosthesis.